Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative found dirt on the pump raceway and some evidence of scratches. The raceway was cleaned and no further issues were found. Subsequent functional verification testing was completed without issues. A serial readout was evaluated by livanova deutschland but the reported issue could not be confirmed. The damaged pump was requested for further evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova received a report that a s5 roller pump displayed an error message and stopped during procedure. It was not possible to restart the device. Therefore the hand crank was used to finish the procedure successfully. There was no report of patient injury.